Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that her pump gave her low blood glucose readings for about 2 months now. The customer's blood glucose reading was 25 mg/dl. The customer stated that she had problems with her insulin delivery. The customer stated that her blood glucose reading has been 35 mg/dl, 38 mg/dl and 41 mg/dl in the afternoon. The customer stated that she has been suspending her pump and her blood glucose went from extreme high to lows. The customer stated that she might not be receiving the correct amount of insulin delivery. The call was disconnected before troubleshoot could happen.